Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs.